Manufacturer narrative:
(B)(4).

Event description:
Procedure type: esophagectomy. According to the reporter: on the date of the original surgery, (B)(6) 2014, the attending physician reported that he had used suture and oversewn portions of the staple line for extra security at the anastomoses. On postoperative day 6 the patient, who had been npo since the surgery, had a barium/CT and there was no presence of a leak. On (B)(6) 2014, the patient had not been progressing, and another CT was done which showed a big leak. A gastroscopy was performed, which showed a hole close to the eea anastomosis. The patient was returned to surgery. When the incision was made, pus immediately started to seep out of the wound. Upon opening the chest cavity, there was a foul odor and pus all over the pleura, esophagus, gastroesophageal anastomosis, gastric limb, etc. Once the cavity was cleaned out sufficiently, they inspected the hole. It was verified that the hole was distal on the eea anastomosis on the gastric portion. The eea anastomosis was intact. The hole was repaired with suture.